Event description:
Healthcare professional reported suspected rupture. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, b6, d2a, h6.

Event description:
Healthcare professional reported suspected rupture. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture